Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further information from the hospital in order to assist us with the analysis of a possible root cause of the event as reported. We will provide a follow-up report once we receive further information and have completed our analysis.

Event description:
A hospital in (B)(6) reported that a 900mr869 temperature/flow probe was missing from an mr850aea respiratory humidifier. This was noticed prior to patient use.

Manufacturer narrative:
(B)(4). Method: the returned device was visually inspected for a missing temperature probe. The temperature accuracy was also tested using a multimeter. Results: a visual inspection revealed that all probes were connected to the returned device. The temperature test results were within the required specification. Conclusion: no fault was found with the returned device and it functioned normally during testing.

Event description:
A hospital in (B)(6) reported that when a (B)(4) temperature/flow probe was taken out of the box, the temperature probe at the chamber point could not be found. This was noticed prior to patient use.